Event description:
The manufacturer became aware of an allegation of everflo device that the patient alleges that the device is alarming, and overheating. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the flow control was cracked, faulty fan causing overheating and alarming. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrected information: device problem code: temperature problem - overheating of device. Evaluation results code: thermal problem - overheating problem identified. Component code grid: no information.